Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 42 mg/dl and 201 mg/dl, and 75 mg/dl and 160 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspected device and replacement was sent.